Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr triple lumen powerpicc solo was returned for evaluation. An initial visual observation showed dressing and adhesive residue on the extension legs. A small split was observed just proximal to the 5 cm depth marker. The sample was flushed with a 12 ml syringe of water and the red and grey lumens were found to be patent to infusion and aspiration. The white lumen was observed to obstructed, however, with more pressure, the obstruction was dislodged and was observed to be an opaque, white fluid. No leaks were observed until the catheter was clamped with atraumatic clamps and then pressurized with the 12 ml syringe of water. A spraying leak was then observed emanating from the small split observed near the 5 cm depth marker. A microscopic observation revealed blood residue around and within the split. The split was observed to have straight, well-defined, and wavy edges with a granular surface texture. The location, shape, and texture of the split observed in the catheter are evidence of a burst failure due to over-pressurization. The product IFU contains guidance on proper catheter flushing and maintenance and states: ¿do not use a syringe smaller than 10 ml to flush and confirm patency.¿

Event description:
Per sales rep, the facility reported that post placement the PICC was not flushing properly. It was stated that the vascular access team evaluated the line and noted a pinhole 5cm from the hub. The PICC was removed with no patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr0421 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that post placement the PICC was not flushing properly. It was stated that the vascular access team evaluated the line and noted a pinhole 5cm from the hub. The PICC was removed with no patient harm reported.